Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email a metal piece of 2 mm fell into the patient intraoperatively. The metal piece could be retrieved. This happened twice today.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned as it was discarded by the customer, therefore unavailable for a physical evaluation. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. We cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. Although a specific cause for the reported metal tip failure cannot be determined, an active metal tip falling out of the device was investigated via a supplier CAPA investigation and design and process improvements were implemented as a result. The lot number of this device indicated that it was manufactured after the design change was implemented. The design change is intended to help reduce the occurrence of this failure. Further, a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Related medwatch: 1221934-2017-10525. Device was discarded by customer.

Event description:
The affiliate reported via email a metal piece of 2mm fell into the patient intraoperatively. The metal piece could be retrieved. This happened twice today. There was a 2 minute delay. The surgery was completed using another like device. The complaint device was discarded.